Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. As a result, their ipg is inoperable. Troubleshooting was unable to provide resolution. In turn, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Surgical intervention addressed the patient's issue. Also, the patient's weight was gathered via follow-up.